Event description:
Detected an overpumping of sterile water, 600ml through the normal qa process. Expected refractive index measurement: 23.3 (brix scale), actual 15.75 brix scale). Confirmed overpumping by calculating expected volume use of components to actual. Led read out indicated aprox volumes had been pumped. No audio/visual alarms were noted.